Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shock due to t-wave oversensing. Technical services (ts) reviewed the episode and discussed it was recorded in primary vector, showing decrease in r-wave amplitude. Troubleshooting options and recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shock due to t-wave oversensing. Technical services (ts) reviewed the episode and discussed it was recorded in primary vector, showing decrease in r-wave amplitude. Troubleshooting options and recommendations were provided. Additional information was received. The patient was seen in-clinic and an exercise test was performed. Oversensing was seen in all three vectors when the patient reached the maximum exercise level just before to stop due to fatigue. Ts discussed the change in morphology is visible in all three vectors and the best option appears to be the primary vector at 1x gain. The s-ICD system remains in service. No additional adverse patient effects were reported.